Event description:
It was reported that a lead warning was triggered due to low impedance on the ventricular lead. The atrial lead showed that the lead polarity had changed to unipolar due to low impedance. Both leads will be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.